Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had presented to the emergency room due to inappropriate shocks. Review of the device data identified t-wave oversensing. Additionally, a change in morphology was noted. A boston scientific technical services consultant recommended troubleshooting and a treadmill test for this patient. The patient's physician elected to program therapy off and the patient received a life vest. The patient's ejection fraction has improved. The physician will evaluate the patient for the next course of action. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had presented to the emergency room due to inappropriate shocks. Review of the device data identified t-wave oversensing. Additionally, a change in morphology was noted. A boston scientific technical services consultant recommended troubleshooting and a treadmill test for this patient. The patient's physician elected to program therapy off and the patient received a life vest. The patient's ejection fraction has improved. The physician will evaluate the patient for the next course of action. No additional adverse patient effects were reported. It was reported that this system was subsequently abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.